Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report that the receiver no longer works on (B)(6) 2015. The distributor did not report any injury or medical intervention.